Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The patient side manipulator (psm) was returned for failure analysis, and the reported failure instrument recognition issue was confirmed but not replicated. In system logs, no errors were found indicating the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The psm was installed onto a golden system where the component functioned as expected. The psm2 was then installed onto a patient side cart fixture test platform (pftp) where the friction test failed within specification. The touchscreen also was returned, and the reported issue was confirmed. System logs found no data to indicate that the fault had occurred in the field. During visual inspection, the front screen had a deep scratch on the front surface. The back of the touchscreen was discolored. The complaint was confirmed based on failure analysis. Embedded serializer for the instrument interface (esii) and printed circuit assembly (pca) board are the potential root causes for this issue with the psm. Physical damage to the touchscreen was found to be the root cause of the reported failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm2) and the reported issue was confirmed and replicated. Upon visual inspection, the mtm2 was installed onto a golden system where the error was triggered indicating a fault on the axis 7 replicating the reported event. The mtm2 was then installed onto a surgeon side console fixture test platform (sftp) where power up was found to be failing on the axis 7. Once testing was completed, the axis 7 motor and sensor were verified to be the source of the fault.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side manipulator (psm2) and the touch screen monitor. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the psm2 and touch screen monitor for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure that instruments could not be recognized on patient side manipulator (psm2). The intuitive tech support engineer (tse) recommended swapping the instrument from psm2 to psm1. The instrument worked properly in psm1. The tse recommended installing another instrument on psm2 to see if it works properly. The customer installed a new instrument on psm2, but the issue persisted. The procedure was reportedly being completed as planned, with no reports of patient injury.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c19 - no device problem found. Updated annex d - conclusion desc 1 to d14 - no problem detected.

Event description:
Refer to h11 for follow-up information.